Event description:
It was reported that the customer was hospitalized with a bleeding ulcer. Customer stated the hospitalization had nothing to do with his continuous glucose monitoring system. His blood glucose at time of hospitalization was not known. Customer also stated the belt clip for his insulin pump broke. His blood glucose at time of report was 129 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.